Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient had an issue of failed cannula on (B)(6) 2025. The patient reported that the glucose continued to rise over next 12 hours after the change of the infusion set and developed ketones, started vomiting and subsequently admitted to the hospital due to diabetic ketoacidosis. No further information available.